Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (inadvertently missed unique device identification). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. During evaluation, the bending suction cover had a scratch. The bending suction cover adhesive was chipped. The control unit, grip, switch 1, light guide connector, and the video connector case were all scratched. Due to damage of the forceps elevator lever (surgical products), the bending section could not be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was no image when using the videoscope. The issue occurred during an unspecified procedure, which was completed using a similar device. There were no reports of patient harm.